Event description:
It was reported that the patient was admitted to clinic for a routine generator change. Patient has an lvad. The lead exhibited high rv capture thresholds and small amplitude r-wave sensing. The lead was capped and replaced.